Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, and pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The product return status for mmt-1881 will be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 43 alarm. Pump error 43 alarm confirmed due to corroded home switch. The history was download successfully using thus software. The long traces file confirmed pump error 43 (motor drive error) on (B)(6) 2024 10:31:42:000 pm and pump error 37 alarm on (B)(6) 2024 10:33:25:000 due to corroded motor home switch. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The following were noted during visual inspection fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for pump error 37 and pump error 43 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.